Event description:
The customer reported being hospitalized due to high blood glucose. Troubleshooting was performed. The customer stated that the insulin pump alarmed no delivery. Assisted the caller to run a manual prime and the insulin did exit. The customer did not have extra supplies to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.